Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced sensor glucose versus blood glucose differences with threshold suspend. Customer's sensor glucose was 19.7 and blood glucose was 10 mmol/l. Customer will get sensor replaced from chemist and will monitor.